Manufacturer narrative:
B3 date of event - the date of event is unknown. 1 jan 2024 has been used as a place holder. The expiration and manufacturing dates are unknown because the lot number is unknown. The UDI is unknown because the catalog number is unknown. The device has been received, but the investigation has not yet been completed. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
An event on an unknown date involving a tego¿ connector experienced no flow. The reporter stated that, the dcg centre has experienced the same problem with multiple tego connectors with obstruction issues over a period of time. The complaints occurred during dialysis or already when flushing, the sealing caps partially pinch shut or close completely. There are 6 samples available for investigation. There was patient involvement and no patient harm. No further information was available.

Manufacturer narrative:
Investigation summary: received six (6) used d1000 tegos for inspection. Each tego had blood residuals in the fluid path. Each tego was accessed with a luer lock syringe to activate the devices and see if occlusions could be observed. Two (2) samples had internal seal wall buckled during activation that resulted in occluded flow. The probable cause is due to errant silicone adhesive applied during manual assembly in ensenada. One (1) sample had errant adhesive in the fluid path of the tego. The probable cause is due to errant silicone adhesive applied during manual assembly in ensenada. Three (3) of the samples had blood in the fluid path as received but no defects or anomalies were found. The reported complaint can be confirmed on three (3) of the returned d1000 tegos. A DHR lot # review could not be conducted because no lot number(s) was/were identified.